Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was given a loading dose of cefipime 1gm ip and netspan 200mg ip, and began treatment with cifran 1gm ip twice daily. The root cause of the peritonitis was break in aseptic technique. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with cifran. There was no mention of retraining the patient, therefore it was unknown if the event of break in aseptic technique resolved. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.